Event description:
Related manufacturer reference number: 2017865-2021-29652. It was reported that the patient presented for scheduled generator change. During the procedure, the physician noted that the insulation on both the right atrial (ra) and right ventricular (rv) leads were cracked at the proximal end adjacent to the pin area. The physician elected to apply medical grade silicone adhesive and a suture sleeve over the damaged portion of insulation on both leads and connected them to the new pacemaker on (B)(6) 2021. All electrical values were noted to be adequate and comparable to the pre-procedural interrogation. The patient was in stable condition.